Event description:
The customer reported that the probe on the ortho provue analyzer leaked fluid during priming. A clear fluid on top of the gel card foil was also observed. The customer indicated that contamination did not occurred. Testing was aborted. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined regarding the probe leak. The fe arrived at the site and determined that the was station was cracked. The fe replaced the wash station and verified that there was no leakage. This customer has not logged any complaints against this analyzer since this incident. (B) (4).